Event description:
Customer alleged discrepant blood glucose results of 133 mg/dl and 11 mg/dl when testing was performed back-to-back, within 10 mins, on the s active system. Customer reported having no symptoms with these results. Customer did not treat or act on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.